Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with missing drive support disk and end cap sticker. The pump was received with cracked case at lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported of a display anomaly from the insulin pump. The customer's blood glucose reading was 5.6 mmol/l. The customer stated that they are unable to see the display. The customer mentioned stripes on display. The customer stated that the pump was not dropped or bumped. The customer will be sent a replacement pump.